Event description:
It was reported that the estimated battery level for this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased 28% in a time period of 1 year. The patient heard beeping tones unexpectedly. Technical services (ts) requested a device data disk for analysis. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that the estimated battery level for this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased 28% in a time period of 1 year. The patient heard beeping tones unexpectedly. Technical services (ts) requested a device data disk for analysis. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the estimated battery level for this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased 28% in a time period of 1 year. The patient heard beeping tones unexpectedly. Technical services (ts) requested a device data disk for analysis. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.